Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for low pacing impedance. It was noted the lead had chronically low pacing impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.